Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Additional patient information: diagnosis; non-hodgkins lymphoma.

Event description:
It was reported that the nurse manger met with the patient regarding concerns, anger and frustrations with the device frequently alarming for air-in-line during a mixed chemotherapy infusion containing etoposide, doxorubicin and vincristine 1100ml. The patient further stated "patients are sick and should not have to put up with the beeping pumps." The customer later stated that other than the disruption of healing and sleep, there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the nurse manger met with the patient regarding concerns, anger and frustrations with the device frequently alarming for air-in-line during a chemotherapy infusion. The patient further stated "patients are sick and should not have to put up with the beeping pumps."